Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively established during this evaluation. The account reported that the patient expired on (B)(6) 2016 due to heart failure. The patient also suffered metabolic decline and organ failure. The patient was placed on hospice and expired in hospital. An attempt was made to obtain additional information regarding the reported events as well as the pump¿s return status; however, it was communicated by the vad coordinator that no further information was available. Heartmate ii lvas, serial number (B)(4), was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09 apr 2010. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, renal failure, and hepatic dysfunction) and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to heart failure. The patient suffered metabolic decline and organ failure. The patient was placed on hospice and passed away in the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established during this evaluation. It was reported that the patient expired on (B)(6) 2016. Multiple attempts were made to obtain additional information regarding the reported outcome; however, no further information was able to be provided. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09apr2010. The heartmate ii lvas instructions for use (IFU) list potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. No further information was provided.